Event description:
Related manufacturer reference number: 1627487-2022-00813. It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced. During the procedure it was noted the lead was fractured so the lead was also replaced. All issues resolved.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient stopped using and charging the ipg approximately 2 years ago resulting in the ipg becoming inoperable. Surgical intervention may be pending to address the issue.